Manufacturer narrative:
Use error/training. The pump user guide states, "tandem diabetes care, inc. Recommends periodically checking the battery level indicator, charging the pump for a short period of time every day (10 to 15 minutes), and also avoiding frequent full discharges." No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text: device not returned.

Event description:
It was reported that the customer went to the emergency room (ER) with a blood glucose (bg) displayed as "high" and a high level of ketones identified as life threatening by a health provider. A specific bg value was not provided. The customer delivered a correction bolus prior to going to the ER in an attempt to treat bg. Customer was treated with intravenous fluids of saline and insulin to address the elevated bg and was released from the ER on (B)(6) 2024 with the reported issue resolved and no permanent damage. Reportedly, the cause for the reported issue was due an auto-off alarm occurring. Customer confirmed that there had been no interaction with the pump for an extended period. Recommendation was made to consult with a healthcare provider regarding diabetes management.